Event description:
During a follow-up in-clinic, decreased sensing and increased capture threshold which resulted in loss of capture was observed on the right atrial (ra) lead. Ra led dislodgement was alleged, but not confirmed. Reprogramming was performed to resolve event. The patient was stable with no consequences and will continue to be monitored.